Event description:
Physician reported right side device rupture, capsular contracture, baker grade IV, siliconoma, edema, "lymph nodes in right armpit increased in size¿ and "lots of inflammatory episodes". Biopsy of the edema fluid with negative results and anatomopathological study performed. The device has been explanted.

Manufacturer narrative:
Continued e1 (phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, granuloma, lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture grade 4, granuloma, lymphadenopathy.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ edema: unable to observe as it is not related to the device. ¿ granuloma: unable to observe as it is not related to the device. ¿ lymphadenopathy: unable to observe as it is not related to the device. ¿ inflammation/irritation: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported right side device rupture, capsular contracture, baker grade IV, siliconoma, edema, "lymph nodes in right armpit increased in size¿ and "lots of inflammatory episodes". Biopsy of the edema fluid with negative results and anatomopathological study performed. The device has been explanted.

Event description:
Physician reported right side device rupture, capsular contracture, baker grade IV, siliconoma, edema, "lymph nodes in right armpit increased in size¿ and "lots of inflammatory episodes". Biopsy of the edema fluid with negative results and anatomopathological study performed. The device has been explanted.

Manufacturer narrative:
Device analysis: based on the product analysis performed, the assessments of the complaints are: rupture: observed, two opening assessed surgical damage. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Edema: unable to observe since it is a medical event and is not related to the device. Granuloma: unable to observe since it is a medical event and is not related to the device. Lymphadenopathy: unable to observe since it is a medical event and is not related to the device. Inflammation/irritation: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure particle, wear abrasion and crease were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.